Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported there was a hose leak. This occurred during testing. No harm or delay. No adverse events were reported as a result of this malfunction

Event description:
No additional information.

Manufacturer narrative:
Review of the most recent repair record determined the hose was leaking and replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.